Manufacturer narrative:
(Dizziness).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs), alleging that her onetouch verio 2 meter was displaying an error 4 message during testing. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message began to appear on (B)(6) 2018, 11:53pm. The patient stated that she manages her diabetes with insulin (self-adjuster) humalog and levemir. She denied making any changes to her usual diabetes management regimen when she was unable to test her blood glucose due to the reported issue. The patient reported that as a result of the error 4 messages, she developed symptoms of ¿feeling like she¿d pass out- dizziness, sweaty and shaky¿. The patient stated that on (B)(6) 2018, 11:57pm she self-treated with food and drink ¿ate a doughnut and drank some soda¿. The patient reported that she was still experiencing symptoms on (B)(6) around 12:02am and called 911, an ambulance arrived and further treated her with IV fluids, glucose gel and obtained a blood glucose result of 56mg/dl on the emergency medical services meter. The patient reported that she stayed in hospital for 3 days. At the time of troubleshooting, the cca noted that it was not the first time the product was in use, the correct testing process was being followed. The patient confirmed that the test strips had been stored correctly and were within their expiry date. The test strip completely drew in the blood sample. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began and subsequently received medical intervention from a healthcare professional after the alleged device issue occurred.